Event description:
It was reported that a revision surgery was reported due to osteolysis.

Manufacturer narrative:
The purpose of this investigation was to examine the as-received implant. No destructive testing was carried out. Evidence of bone ingrowth was observed on the porous coating of both the shell and the stem.